Event description:
The core micro drill was sent in for eval because it was smoking during a procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted on the pin connectors.